Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500+ mg/dl. The customer treated with bolus from a pen. Customer's blood glucose value was 345 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016. Customer did not troubleshoot for high readings. The product was not returned for analysis.